Event description:
The account alleged that the head hilow is drifting, not a visible drift. No pt impact.

Manufacturer narrative:
The account has replaced the head hilow down valve. Tech asked the account to replace the emergency trendelenburg valve. No further info is available on the repair of the bed at this time.